Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) was confirmed. As received, the battery pack was non-functional in a test monitor and charger. Upon eval, there was liquid contamination on the pca board inside the battery pack. The cause of the contamination is likely liquid ingress. In addition it was confirmed that the last pt to use the battery pack used it in the monitor for a total of 43 hours without charging. Pts are instructed to change and charge the battery packs every 24 hours. The root cause of the inability to power on the monitor cannot be positively identified as the liquid contamination or the improper charging and maintenance at last use. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.